Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Patient's current blood glucose is 357 mg/dl. Customer treated for high blood glucose with manual injection. Customer reported that upon removal, the infusion set cannula was so severely bent that she could not see if it was even there. Customer changed her pump yesterday. Customer reported that all day long her blood glucose levels were 300-400 mg/dl. Customer would take a bolus and wouldn't do anything. The infusion set will not be returned for analysis.